Event description:
It was reported that the tip of the osteotome broke inside of the cannula during the procedure. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.